Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had an error on 8/13/2016 and again the day of the call. She explained that she was trying to resume the basal rates and the screen would not clear. The screen would keep asking to resume the basals and she would select yes but it would bring up the same screen. She stated that the day of the call the insulin pump suspended her basal during work and when she was about to drive home, she checked her blood glucose and noticed that it was suspended and it was on the same screen asking to resume and she could not exit the loop. The insulin pump then resumed on its own. The customer also reported that the insulin pump alarmed failed batter when the battery had only been used for three days. Blood glucose value was 13.0 mmol/l. The customer did not have a new battery to try. She stated she had reverted to her back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.